Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve these issues, the customer changed the infusion set and cartridge, then resumed using insulin and declined further assistance from support.